Event description:
It was reported to the manufacturer by the end user, per the end user, "the patient was not injured, but a family member claims one of the side rails hit them when the wheel fell off". (B)(4) were entered into our system to have the bed returned to joerns for investigation. As of this writing, the bed has not been returned.